Manufacturer narrative:
A philips field service engineer (fse) performed functional testing remotely accessing in the server. The fse checked sound in the control panel, disabled headset option, asked biomed to identify the external speaker verifying the connection. He also ran through setup and tested the speaker. The biomed found a loose connection and reseated the cable. The fse confirmed the system meets the specification for the performed service and is returned to use. Results of functional testing indicate no device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a faulty cable connection due to user. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the central station in the ed has visual alarm with no audio alarm. The device was in use on a patient. There was no report of patient or user harm.